Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash with bumps under the back therapy electrodes, her shoulder and under her breast. The patient's doctor thought the patient could be allergic to the device. The patient was prescribed an antibiotic and cleanser by their doctor. There is no indication of a device malfunction. The patient's rash improved.